Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. It was reported that the patient was admitted between(B)(6)2019 through (B)(6)2019 due to epistaxis. The patient¿s inr and hemoglobin values were 2.1 and 8.1, respectively. The patient was treated with silver nitrate and one unit of packed red blood cells.the account communicated that the patient experiences frequent nose bleeds associated with an inr value greater than 2.0. It was also communicated that the device operated as intended during the event. The patient remained ongoing on heartmate ii lvas, until (B)(6)2019 , when the patient was admitted for another epistaxis event (refer to MFR # 2916596-2019-06003). The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for epistaxis. Patient's inr was 2.1 and patient's hemoglobin was 8.1. Patient was treated with silver nitrate and one unit of packed red blood cells. Patient was discharged on (B)(6) 2019. No further information provided.